Event description:
It was reported that the patient experienced low voltages and no external power alarms; the patient reportedly did not disconnect both controller power cables simultaneously. The patient also reportedly takes their time when switching power sources. Log file analysis captured four no external power alarms while the patient was connected to the mobile power unit (mpu). The reported low voltage alarms were a result of slow discharge of the mpu capacitors when they suddenly lose power. Additional information revealed the no external power alarms were thought to be caused by the patient not making a full connection between their controller and their mpu. The mpu was noted to have a v-lock connector on the ac power cord.

Manufacturer narrative:
The reported event of the low power hazard/no external power alarm was confirmed via log file analysis. The event log file captured low power hazard/no external power alarm events on (B)(6) and (B)(6). According to the voltage values, both power cables loss power from the mobile power unit. The system reverted to the internal 11v backup battery for power and the system continue to operate at the patient stored speed value (5,000 rpm). Power was restored from the mobile power unit and the alarm cleared after each event. This sequence of events is consistent with the loss of ac power while the controller is connected to the mpu. There were no other notable alarms active in the log file. The product is not expected to return for an evaluation. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance (qa) specifications. The device history record confirmed the unit was packaged with the ac power cord with the v-lock feature. Heartmate 3 patient handbook (rev d) cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ alarms. Low voltage advisory alarm: 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. No external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm: 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use (rev c) states ¿replace any equipment or system component that appears damaged or worn¿. The manufacturer is closing the file on this event.